Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, no specific value was provided. Reportedly, the customer observed air bubbles within the infusion set tubing. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on proper loading process for the cartridge. Elevated bg was address by a correction bolus via the pump.